Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call for sensor cannula missing. Blood glucose was unknown. Customer reported that she inserted a new sensor and transmitter did not blink when connected to this new sensor. Customer was performed a test with the plug and isig was 26,78. Customer user removed the sensor it was without cannula. The sensor will not be returned for analysis.